Event description:
It was reported in an on-line news article that a patient underwent a sling procedure on an unknown date. Post-operatively, the patient experienced chronic pain, inability to pass urine naturally, and erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.